Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected failed battery test alarms occurred during our testing. The battery tube and spring were inspected and no damage noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test while changing the battery. The battery compartment had a damaged spring. Customer's blood glucose level was 265 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.